Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4- model#, h6- annex a,g. Investigation ¿ evaluation as reported, an ngage nitinol stone extractor was opened and found to be "broken" and it was unable to be used. Another same type of device was used to complete the unspecified procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use, as well as visual inspection of the returned device, were conducted during the investigation. Device was returned in an open package with a label. Upon inspection, no significant damage to the device was noticed. The basket had broken wires coming from distal end of sheath. The basket would not open due to separation of the basket from the basket sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number. Cook also reviewed product labeling: the product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ngage nitinol stone extractor was opened and found to be "broken" and it was unable to be used. Another same type device was used to complete the unspecified procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.